Event description:
Pt had bard hickman catheter inserted on (B)(6) 2012 in operating room. Catheter is triple lumen. When nurse flushed catheter fluid came out of pin hole noted at blue lumen site. Catheter had to be removed and replaced on (B)(6) 2012. (B)(4). Dates of use: (B)(6) 2012. Reason for use: bone marrow transplant.